Event description:
It was reported that within the last two months, a very old pump was replaced; it had a tie on connector between the pump nipple and the catheter. The tie had eroded the plastic. It resulted in csf (cerebrospinal fluid) in the pocket and/or the catheter was obstructed by the invading scar tissue; it was unclear which happened in this case. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient was six months from getting his third pump and had the original catheter in place for 12-14 years. There was complete separation with accumulation of csf (cerebrospinal fluid) in the pocket. The event happened within the last year.